Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, the customer delivered a bolus of 6 units. Contact assisted the customer with consuming glucose gel, sugared water, and juice due to the customer being incapacitated. Recommendation was made to consult with healthcare provider regarding diabetes management.